Event description:
During repair of a lesion located in the left external iliac artery, this stent dislodged from the balloon as the stent was being deployed at the lesion. The stent remained over the shaft of the stent delivery system (sds). The physician was able to remove the stent and the sds as a unit. The pt is a female. The target vessel had mild calcification, mild tortuousity and an 80% stenosis. The product was properly prepped and inspected prior to use. The physician used a right femoral approach to access the lesion with the guidewire. The lesion was pre-dilated with a 4x20mm balloon. After successful pre-dilation, the physician advanced the sds over the guidewire, to the lesion, with no difficulty. When properly positioned, the balloon was inflated to deploy the stent. Upon inflation, the stent moved toward the proximal portion (shaft) of the sds. The stent did not remain on the balloon, but on the shaft. Therefore, the physician was able to remove the stent and the balloon, as a unit. After the device was removed, the physician remounted the stent onto the balloon and attempted to advance the sds again to the leison. However, the sds became stuck in the sheath introducer, so the physician removed the sds and the sheath introducer as a unit. Another sheath introducer and stent (palmaz, p2006e) were used and the procedure was completed without performing the post-dilatation. There was no reported adverse consequence to the pt.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.